Event description:
The dreamstation CPAP device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error codes e007, e074, e083, and e087. Additional findings were not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is being submitted to update the event problem description to include the error code component failures, and the product UDI. The dreamstation CPAP device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error codes e007 (cpu component failure), e074 (pca component failure), e083 (pca component failure), and e087 (pca component failure). Additional findings were not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Correction: this report is being submitted to update the event problem description to include the error code component failures and the product UDI. The dreamstation CPAP device was returned to a service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device displayed error codes e007 (cpu component failure), e074 (pca component failure), e083 (pca component failure), and e087 (pca component failure). Additional findings were not related to the malfunction/issue. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.